Event description:
It was reported the pt is experiencing changes in stimulation with position. Follow up is pending with the pt to assess the system.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.